Event description:
The reporter indicated the patient's vns generator was explanted due to lack of efficacy. The reporter stated the patient was not getting any results. "Since, she is still having seizures." The patient had revision surgery for the generator. The manufacturer has not received the generator for product analysis. Good faith attempts to obtain additional information are in progress and awaiting results.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.